Event description:
It was reported the catheter shows leakage in the luer lock connection region. The connector has already been replaced and the leak persists. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2022-05895 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2022-05847.

Event description:
It was reported the catheter shows leakage in the luer lock connection region. The connector has already been replaced and the leak persists. It was reported this occurred with two devices. This report addresses the second device.